Event description:
The device would not hold negative pressure during set-up. The nurse obtained another unit of the same device and completed the set-up with that one. No adverse patient event; however, patient remained under anesthesia for an additional couple of minutes. The site is notifying the manufacturer and will return device to manufacturer if requested.